Event description:
Customer reported via phone call that the insulin pumps screen is broken. Customer also states that the keys of the insulin pump are not working. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.